Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer, h.3 device evaluated by manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon burst radially and longitudinally. The device was returned to edwards lifesciences for evaluation and the following was observed. Calcification was present in the landing zone. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as review of the provided 3mensio revealed the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, the commander delivery system balloon ruptured. The valve was successfully implanted. There was no patient injury. As per medical opinion, the perceived root cause of the vent is sinotubular junction (stj) calcium.

Manufacturer narrative:
The investigation is ongoing.